Event description:
Opened for thoracentesis at 1600. Tubing set discovered to have kinked line, which would not allow fluid to pass through to drainage bag once connected to drainage catheter. Leur lock connector also crimped to point that a drainage syringe or device could not be connected.